Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for intractable spasticity. It was reported that the patient¿s pump was explanted on (B)(6) 2016 due to a possible infection. It was reported that no patient injury occurred.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-result updated. Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.